Event description:
Event description boston scientific crm received information that this right ventricular lead displayed high impedance measurements and was unable to appropriately capture the myocardium. During the revision procedure (one day after the original implant procedure), the lead was successfully repositioned with all measurements within normal limits. Later, the patient reported that the lead had pierced the heart wall prior to the lead revision and that she experienced an infection after the revision procedure, which led to a hospital stay of eight days.